Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer's parent called in to report low blood glucose levels of 46 mg/dl and treated with food. The caller also reported a sensor error alert and a calibration error alert. The caller was in a hurry and could not troubleshoot. The caller was advised to call back later to troubleshoot. The product was not returned for analysis.